Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue is the downstream sensor. The downstream sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in november of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beep no cassette attached alarm. There was no patient involvement.